Event description:
It was reported the patient developed bacteremia. The implantable pulse generator (ipg) system was explanted and replaced. Additional information was received from the patient and questioned an allergy to the surgical materials. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.